Event description:
During a laparoscopic adrenalectomy procedure, the balloon on a blunt tip trocar was reported to have burst. A piece of the balloon could not be retrieved and is believed to have remained in the pt. The pt was last reported to be in good condition and suffering from no further complications as a result of the malfunction.